Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump monitored in 50c oven for several days and no blank display noted during testing. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted during testing. However, moisture damage was found on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went to blank display immediately after being exposed to moisture. The customer reported that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 330 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.